Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a 8f low profile plastic vortex port detached bioflo catheter filled sh valved introducer. A patient had an angiodynamics vortex port placed in interventional radiology on (B)(6) 2026. The patient subsequently presented to the emergency department on (B)(6) 2026, with the port eroding through the skin. The port was removed in the emergency department by dr. (B)(6).